Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) alarmed gas loss and balloon failure occured. There was no patient harm reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.